Event description:
It was reported that neither device bag was inflating and has an internal leak. No patient injury was reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received via email on 12sep2022: no patient injuries or incidents occurred from this event.

Manufacturer narrative:
Other, other text: two (2) samples were received for evaluation. Problem not inflating: one (1) sample was returned for evaluation. The sample was received with a damaged pressure gauge. The bag didn't inflate, due to the tubing connection. The connection from the tube to the bladder was loose. The complaint was confirmed. Tubing was plugged back into the bladder. The return tube was replaced. Preventive maintenance was performed. Problem internal leak: one (1) sample was returned for evaluation. Visual inspection was done; the sample was received with a cracked return tube, a broken door assembly, and a burned membrane switch. Functional testing was performed; the cracked return tube caused the leak. The return tube was replaced. Additional repairs were completed. Preventive maintenance was performed. The cracked return tube issue is a known issue; notification to the supplier has been made. This failure was escalated to an internal CAPA and occurrence is being monitored via trend analysis. If the occurrence of this issue increases significantly, additional corrective actions will be taken. (H6c, h6d, h6e) a manufacturing device history record review was not performed because the device is beyond a year from its manufacture date, and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. D5 and e4 are unknown.